Event description:
During an in-clinic follow-up, increased capture threshold which resulted in failure to capture was noted on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The suspected cause of the dislodgment was due to he patient's anatomy. The rv lead was explanted and replaced to resolve the event. The patient was stable.